Manufacturer narrative:
H3. Device analysis for lead unknown revealed all conductors broken 33.5 cm from the proximal end. H6 codes belong to the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via the manufacturer representative regarding a patient with an implantable neurostimulator. It was reported that the lead showed all electrodes were high out of range impedances of greater than 40,000 ohms. The lead was not working, all 8 electrodes had high out of range impedances and the lead was unable to be programmed on. Therefore, the lead was not functional based on the inability to use it for programming. This occurred roughly 7- 8 months after initial implant. The patient denied any event or fall that may have caused the lead to become faulty. The device was reprogrammed on (B)(6) 2022. Effective therapy was established during the reprogramming session using the single lead. However, it was difficult to get stimulation coverage on the left side. The stimulation on the single lead was getting some pain relief, so effective therapy was being delivered. However, therapy could have been optimized further with the addition of another working lead. The patient and doctor decided to get the lead replaced due to lack of coverage/efficacy with only one working lead. The issue resolved after the lead was replaced. The patient was alive with no injury.

Manufacturer narrative:
Continuation of d10: product ID 977a260 , implanted: (B)(6) 2021, explanted: (B)(6) 2023 product type: lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, h6 codes ,belong to the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.